Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). Following pre dilation using a 2.50 x 12 mm semi compliant balloon, a 2.75 x 38 mm promus premier was deployed at 11atm. After deployment, post dilation with 3.00 x 12 mm non-compliant balloon at 12atm, proximal edge type a dissection was noted. The dissection was covered with another 3.50x16 mm promus premier and the procedure was completed successfully. Patient was admitted to hospital beyond the standard of care. The patient fully recovered and was stable with no hemodynamic changes post procedure.